Manufacturer narrative:
Evaluation results: (B)(6) 2011 - the device balloon was inflated with 2cc or air and the air was leaking out of the balloon. Colored water was introduced into the balloon lumen and it is noted that there is delamination of the distal balloon bond. Visually there is a fluid path where the bond delaminated. The contamination guard was cut off of the device to expose the shaft. The entire device was visually inspected and there are two kinks after the proximal strain relief. One kink is at the first proximal marker and the second kink at the second proximal marker. These kinks do not affect the way the device functions. Water was introduced through the pressure and infusion lumens and the water flows from where it should. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A corrective open was created to determine root cause of the distal balloon bond delamination. A device history record review was completed for lot 673821 and this device met all specifications upon distribution. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that while scrub nurse was prepping the endoplege catheter, it was noted that the balloon deflated when filled with saline. Apparently there is a defective balloon, does not hold solution. This was not placed in the patient. The hospital opened a second ep, and proceeded with the case.